Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error did not recur; customer was then advised to wait 20 minutes before starting new sensor session and acknowledged instructions.